Event description:
According to the available information, the device was explanted and replaced due to a tear in the pump.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the pump bulb. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. Abrasion was noted on both exhaust tubes of the cylinders. A separation, surrounded by abrasion, was exhaust tubing of cylinder 2. This is a site of leakage. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. Abrasion was noted on the inlet tubing of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump bulb. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints. This lot # and alleged failure mode is associated with the CAPA.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was explanted and replaced due to a tear in the pump.